Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not open after firing. The tissue and staples were stuck inside of the stapler. The tissue had to be pulled out of the stapler and the stapler was removed from the patient. After the stapler was outside the body, multiple attempts were made to open the stapler, including forceful compression of the handles and release button before the stapler could be opened. It is unknown if the staples were malformed, what cartridge color was used, or if there was resulting tissue damage. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: the caller reported that she was given a note about the device issue. She has no additional information besides what she provided via phone. She also stated that it was a newer surgeon using the device. The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.